Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, performed under conscience sedation, as a 23mm sapien 3 valve was being inflated/deployed, the valve started to ¿rise¿. The valve started to embolize into the aorta and was pulled into the descending aorta. The valve was not able to be held in place and was therefore deployed in the descending aorta. Tension in the delivery system was also reported. A second sapien 3 valve was prepared and successfully deployed in the intended 60:40 aortic/ventricular (a/v) position. The patient was transferred in stable condition. The native annular valve area measured 435mm2 by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification was reported. The sheath and delivery system were discarded post procedure and are not available for evaluation. The sapien 3 valves remain implanted in the patient. It was speculated that manipulation of the delivery system during valve deployment resulted in the valve being deployed in the incorrect location.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The delivery system was not returned for evaluation. The valve remains implanted in the patient. Procedural cine was not provided. Device embolization and valve deployment in unintended location (non-target location) are listed in the instructions for use (IFU) as potential risks associated with the tavr procedure. Procedural training manual provides the following instruction related to managing tension in the delivery system: thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Possible aortic movement during initial deployment: a slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Never lock the inflation device during bav or thv deployment. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Factors that may affect the thv deployment characteristics include: severe idiopathic hypertrophic subaortic stenosis (ihss). In this case, there was no allegation or indication a device malfunction contributed to this procedural difficulty. Investigation results suggest/indicate that patient conditions (mild ventricular septal hypertrophy) and procedural factors (manipulation of the delivery system during deployment, delivery system tension) reported events. DHR review is not required as there is no allegation of a manufacturing non-conformance. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the december 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-04429.